Event description:
It was reported that during infusion, the pump generated a ¿no disposable¿ alarm and also under delivered, indicating a high-priority alarm that halted device operation and interrupted therapy delivery. The patient attempted corrective actions by removing the cassette and massaged the tube. There was patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.